Manufacturer narrative:
A complete analysis and testing of 3 opened and used enlite sensors, found all 3 sensors passed per specifications with accurate readings however found all 3 sensors had bent cannulas; unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used. 1 insertion needle was missing; the remaining 2 needles were inspected for burrs, hooks and dull needle tip defect none were found.

Event description:
The customer reported via phone call that they had several sensors fail. The customer stated one of the sensor fell apart upon insertion into their body. It was also found the customer had a sensor error with another sensor. The customer stated the cannula was bent upon removal from their body. Customer also reported blood at site with their previous sensor. The customer stated the site was not actively bleeding at the time of the call. The customer's blood glucose was 90 mg/dl. The sensor will be returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.